Event description:
During the lap gastric bypass procedure, the circular stapler cut but did not staple. The surgeon did not intracorporial suturing for 100 minutes. No additional patient consequence.